Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer was unable to provide cgm bg and meter bg readings. Reportedly, customer¿s bg lowered to 53 mg/dl, customer became dizzy, and became unconscious. Customer addressed low bg with orange juice and food. Customer was taken to the emergency room (ER) due to the customer¿s head being hit when becoming unconscious. Customer¿s bg level was 100-130 mg/dl upon arriving to the emergency room. The customer was released from the emergency room 6 hours later and was in stable condition.